Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through heavy stress testing utilizing the customers returned accessories, which included acquiring ECG via both leads and pads, discharging, and analyzing all while bench handling without duplicating the report. The defib receptable was replaced as a precaution. The device was recertified and returned to the customer. The returned multifunction cable (mfc) was scrapped and a new one was provided. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message and the device's screen was red. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.